Event description:
Hill-rom received a report from the account stating the right intermediate siderail assembly will not latch. The bed was located at the account in the hallway. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the latch and spring needing to be lubricated. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician lubricated the latch and spring to resolve the issue. Based on this information, no further action is required.